Event description:
While using a byte night aligners, patient reports that their bite is completely off, none of the aligners have straightened their teeth. Dentist advise to stop aligner treatment. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.